Manufacturer narrative:
As this lead was surgically abaondoned, analysis cannot be performed to determine the root cause of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that remote monitoring of this atrial lead revealed a yellow alert. A follow up visit was performed. A lead fracture was confirmed. A lead revision procedure was performed. This lead could not be explanted and was surgically abandoned and replaced. The lead was successfully replaced. No adverse patient effects were reported.